Manufacturer narrative:
A getinge field service engineer evaluated the iabp and found the unit to have an acceptable helium leak per the service manual. The fse recommended to close the helium tank when the unit is not in use. A full calibration and functional check has been performed per factory calibration procedures. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) is leaking helium. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Event description:
N/a.